Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres, pinhole rupture occurred. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres, pinhole rupture occurred. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition was good. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5.5mm from the tip and the tip is damaged. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.